Manufacturer narrative:
(B)(4). Device evaluation: the reported problem where "the pump did not function" was confirmed during evaluation by the service technician. The cause was due to defective main batteries, which were replaced to resolve the reported problem. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that did not function. It is unknown when this condition occurred. Upon further investigation, the quality engineer has confirmed the reported condition as failure code 92. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4).